Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis: the valve was visually inspected; biological debris were noted as well as a lot of needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming and siphon guard was tested and passed the was flushed and no occlusions noted. The valve was leak tested , leaked from the needle holes. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification; biological debris was found on and around the ruby ball, and on the seat of the ruby ball. Root cause - the root cause for the ¿revision shunt procedure - csf not being removed, leading to enlarged ventricles¿ issue reported by the customer is due to biological debris and protein buildup found on and around the ruby ball and on the seat of the ruby ball.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted in a (B)(6) year-old male patient on (B)(6) 2021 for the treatment of hydrocephalus, post brain tumor removal. After 36-48 hours, shunt was not draining properly after being placed on a low setting of 1. Fluid formation was observed in the ventricles. The valve was not working. The csf was not being removed, leading to enlarged ventricles. Valve was replaced and explanted on (B)(6) 2021. Patient is still being monitored.